Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber was observed to be forward firing. The fiber was exchanged, and the procedure was completed using a second fiber. Patient outcome: "ok"; there was no patient injury due to the event reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits no signs of breaks/fractures. The glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Probable root cause: based on the device analysis, the product complaint "fiber forward firing" could not be confirmed; cap wear observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.